Event description:
During intraocular lens impalnt surgery, the decision was made to close the eye although the haptics had not totally unfolded in the capsular bag. Follow-up revealed that the surgeon uses iced balanced salt solution when irrigating the eye. This may have contributed to the haptics not unfolding as anticipated. Upon examination the evening of surgery, the lens apperared slightly decentered. Two days later, the pt presented with poor visual acuity and the surgeon decided to perform a lens exchange. The surgeon decided to replace the lens rather than reposition the lens/haptics due to a measurement error. The replacement lens was the same lens model, however, the initial lens adopter was 23.5 and the replacement lens disopter was 24.5 following the replacement surgery, the surgeon reports the cornea appeared white. A corneal graft may be necessary to address the condition of the cornea. However, the cornea seems to be clearing slowly.